Manufacturer narrative:
(B)(4). The customer returned one loose clip 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the clip revealed a gouge near the hook-side bosses, where some of the material was torn off. The sample appears used as there is biological material present. The observed damage is consistent with improper loading or use of damaged appliers with misaligned jaws. The appliers were not returned. Functional inspection was performed on the returned clip. A lab inventory clip applier was used. The clip was manually loaded onto the jaws of a lab inventory applier and was successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clip. It appears that the reported issue of "the clip could not be closed" was caused by improper loading technique or use of damaged appliers with misaligned jaws. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the returned clip indicates that unintentional user error caused or contributed to this event. However, it could not be determined exactly how the clip was damaged. The reported complaint of "clips not closing/locking" was not confirmed based upon the sample received. Upon functional inspection, the returned clip was manually loaded onto the jaws of a lab inventory applier and was successfully applied to over-stressed surgical tubing. However, a gouge was observed near the hook-side bosses. It appears that some of the material was torn off and the damage is consistent with improper loading or use of damaged appliers with misaligned jaws. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for in vestigation. The IFU advises on proper loading technique including avoiding forcing the applier into cartridge or the clip. The IFU also advises to inspect applier jaws prior to use and ensure regular maintenance. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. It is unlikely that the damage was present when the sample left the manufacturing site. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that on (B)(6) 2020, in (B)(6), the clip could not be closed during usage on the patient for a hysterectomy.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box lot# 73d1800012 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020, in (B)(6), the clip could not be closed during usage on the patient for a hysterectomy.